Event description:
Emergency medical services personnel were attending to a pt in cardiac arrest. Allegedly during an attempt at defibrillating the pt, the device would not charge and displayed a continuous connect electrodes message. The medics checked electrode connections and attempted to charge again without success. A back-up device was available and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.